Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Per the instructions for use (IFU): the lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received from the clinical database that the patient was admitted to the hospital on (B)(6) 2014 for abdominal wound pain secondary to abdominal wound and ventricular assist device (vad).  The patient was afebrile at the time of admission. The patient was hospitalized from (B)(6) 2013 to (B)(6) 2014 for repositioning of vad and during this time frame had many adverse events. She had sternal, abdominal, and back surgery and continued to have pain issues. During this hospitalization it was determined that the pain is related to surgical interventions. The patient was given percocet 10-325 mg every four hours. The patient was discharged to nursing home on (B)(6) 2014. The event reportedly did not resolve. The primary investigator reported that the event was possibly related to the device. No further information was provided.